Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the surgeon fired the device for the first firing with a black reload and when he observed the staple line there were missing staples. He used gore buttressing material. He then over sewed the staple line with suture and continued with that device and new reloads. He did do a leak test before proceeding with the additional firings. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.